Event description:
Routine pacemaker remote transmission shows premature battery drain. Device was under boston scientific advisory for hydrogen premature battery drain. Bsc tech support confirmed, recommends generator replacement within 90 days. Patient is dependent on device. Patient is being scheduled for generator replacement. Manufacturer response for pacemaker, accolade el l321 (per site reporter). Replace generator within 90 days.